Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was found to be kinked throughout. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. The downloaded data generated an 0x34 hazard alarm, indicating processor reset for unknown reason. The device successfully reset, but could not be activated with a different pdm to run a bolus. The cause of the connection failure could not be determined. The bottom and middle batteries were found to have insufficient battery power, but inspection of the battery seals found no broken seals. It cannot be determined if the low voltages resulted in the generated alarm or if the alarm drained the battery power. Additionally, abnormal scratch marks were found on the commutator cap, but investigation conclude this finding did not affect the device's ability to deliver insulin as the device's data did not show pulse width increases or a drivestall.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 499 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent, while wearing it on the back. For treatment, the parent changed out the pod.